Event description:
It was reported that the e-stim therapy is burning patients, patient sustained a dime sized 2nd degree burn under one electrode.

Manufacturer narrative:
It was reported that the e-stim therapy is burning patients, patient sustained a dime sized 2nd degree burn under one electrode. The device has not been returned for evaluation, the root cause could not be established. If more information becomes available additional reporting on this event will be provided as a supplemental report to this document.